Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Updated: device evaluated by manufacturer, evaluation summary attached, method codes, result codes, conclusion codes.device evaluated by manufacturer: visual examination of the returned device revealed a fiber inside the sealed pouch close to the vendors seal. The location of the fiber had been marked on the outside of the pouch. The area of the fiber was within the limit of the specifications. Microscopic examination of the fiber revealed three additional fibers. When the pouch was viewed under ambient light with no magnification, these fibers were not visible; therefore, the product meets specification. Fourier transform infra red (ft-ir) spectroscopic analysis determined that the fibers were consistent with the structure of dyed cotton. No other damage was noted to the device.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user preference issue because the product meets specification however the user is dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
It was reported that during a customs clearance check by the (B)(4), the 3.00mm x 10mm flextome cutting balloon was rejected due to the presence of a filament from an unknown origin inside the products packaging. The device had no contact with the patient.

Event description:
It was reported that during a customs clearance check by the tunisian ministry of health laboratory, the 3.00mm x 10mm flextome cutting balloon was rejected due to the presence of a filament from an unknown origin inside the products packaging. The device had no contact with the patient.